Event description:
It was reported that the device has lines going through the display. Customer reported that the lines were obstructing values but the values appear to be correct. No patient information available.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.